Manufacturer narrative:
G4: 21jan2021. B4: 21jan2021. The device was evaluated by the facilities biomed who confirmed the reported issue via operational check and the event log. The device was in clinical use at the time the issue was discovered. There was a delay to patient therapy caused by the event. Further delay to patient therapy was prevented by switching the patient over to a another working bipap. The patient desaturated during the time that the ventilator stopped functioning and the transfer to the other bipap. The patient's saturation was able to recover after the device swap. Further information received from the reporter confirmed during the event of unanticipated device inoperability and therapy cessation, the patient notified clinical staff of difficulties breathing while on the device. The patient experienced a severe decrease in their monitored saturation of peripheral oxygenation (spo2) from 90% while receiving 85% fio2 to approximately 50%. A non-rebreather mask was applied to the patient with 15 l/min o2 during this period and the patient spo2 returned to 93% while a backup ventilation device was obtained and positive pressure therapy reinitiated. No further harm or injury was noted as a result of this event. The customer replaced the data acquisition printed circuit board (pcb). The unit was reported to have been repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13feb2021. B4: 19feb2021. H11: g5:k102985. H10: the alleged data acquisition printed circuit board was returned and received by philips for failure investigation. The part was inspected and tested as per philips outlined investigations procedures and yielded no fault or malfunction with inability by the investigations team to replicate the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020. .

Event description:
The customer reported a v60 ventilator that shutdown in clinical use on a patient. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.